Manufacturer narrative:
The insulin received with blank display due to moisture damaged on the electronic assembly also, moisture damage was found on the motor during our visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into a lake. Customer reported that as a result, display screen was blank and there was moisture under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.